Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. A functional evaluation revealed that when used with a bypass box the device generated plasma as intended. The resistance measured at 1.29 kilo ohms. Heat in the handle was not present. The reported malfunction was not duplicated during functional testing. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair, the handle of the ambient super turbovac 90 ifs wand heated up after connecting the controller. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.